Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was missing the roller clamp. The following information was provided by the initial reporter: material no: 2420-0500 batch(lot) no: 20063048. It was reported that tubing was missing the roller clamp. We have a set of primary tubing that was not used but it was opened and the staff realized the tubing was missing the roller clamp. So, no patient harm was done since it wasn¿t used yet on a patient. The lot # is (10)20063048. This happened today.

Manufacturer narrative:
The complaint of missing roller clamp on model 2420-0500 was received from the customer and a sample was received for investigation. Visual inspection of the sample and the assembly drawing confirmed the complaint of misassembly. A device history record review for model 2420-0500 lot number 20063048 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 02jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The complaint of misassembly was confirmed through visual inspection of the sample. The root cause for this failure was determined to be error in the manufacturing process of the set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was missing the roller clamp. The following information was provided by the initial reporter: material no: 2420-0500, batch(lot) no: 20063048. It was reported that tubing was missing the roller clamp. We have a set of primary tubing that was not used but it was opened and the staff realized the tubing was missing the roller clamp. So, no patient harm was done since it wasn't used yet on a patient. The lot # is (10)20063048. This happened today.